Event description:
Hissing sound heard from back of equipment where regulation quick connects. Tank levels were draining faster than normal. All connections were patent due to recent notice of recall, machine and all pertaining parts switched out.